Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that the instrument was producing luminometer errors. The cse also found that the base pump and reagent fluid input/output board (giob) were defective. The cse replaced the pump and repaired the giob. The cse ran daily cleaning procedure and quality controls and completed a total service call. On the same day during a follow-up visit, the cse determined that the ancillary probe drain was overflowing. The cse replaced the valve, primed the probe, ran quality controls and completed a total service call. The cause of the discordant, falsely elevated vitamin d and ipth results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated vitamin d results were obtained on two patient samples on an advia centaur xp instrument. Additionally, a discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one of two patient samples. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia centaur xp instrument, resulting lower. The results obtained on the alternate advia centaur xp instrument were reported as correct results to the physician(s). After troubleshooting, the customer repeated the samples on the original instrument (s/n: (B)(4)), which matched the results obtained on the alternate advia centaur xp instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d and ipth results.